Event description:
It was reported that this left ventricular (lv) lead became dislodged. This lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).